Event description:
It was reported that during pre-surgery, it was observed that the attachment device was overheating. There were no delays in the surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was overheating; and that the inside of the device showed signs of a foreign substance as well as corrosion. It was determined that these signs were indicative of damage caused by the sterilization process or immersion during cleaning which was failure to follow directions for use. This was further defined as misuse, abuse, and possibly user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.